Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and a cause for the reported difficulty to deploy the clip could not be determined. The reported clip interacting with the chords was related to patient morphology/pathology and due to rotated anatomy and the procedural circumstances of the difficulty with the imaging. Lastly, the reported poor image resolution was related to patient and procedural circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficult clip deployment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4+. The patient had a rotated anatomy with broad jet originating across a2/p2 which caused imaging to be difficult. The first clip delivery system (cds) was advanced to the mitral valve and the clip was deployed. A residual jet lateral to the first clip remained. A second cds was advanced to the mitral valve and while crossing the valve in the a2/p2 area, it was noted that clip had gotten tangled in chords. It was unable to see where the chord was and after about 5 minutes of troubleshooting the clip was freed and the clip was placed in a good position and orientation to where the jet was. The clip was able to grasp successful and reduce mr to 1+. There appeared to be no damage to leaflets or chords during the entanglement and grasping. During deployment of the clip, while pulling back on the gripper line and delivery catheter handle, on fluoroscopy it was noted that the clip appeared to still be attached to the delivery catheter shaft. The gripper lines were exposed, and the clip was released upon pulling back on the gripper lines. There was no adverse patient effect. There was no clinically significant delay in the procedure. The patient is stable. No additional information was provided.